Event description:
A customer reported that a sensor error message was received with the adc device. The customer indicated that due to this, they experienced a seizure and al loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who increased the customer's seizure medication. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received with the adc device. The customer indicated that due to this, they experienced a seizure and al loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who increased the customer's seizure medication. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no issues were observed. Extracted data using approved software, sensor was found to be in state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. De-cased the sensor and no issues were observed on the pcba (printed circuit board assembly). Measured the battery and all results were within specification. Further investigation has also been performed. Visual inspection was performed on the returned sensor puck and no issues were observed. Accuracy testing was performed and was successful. The issue is confirmed to brownout reset. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification the dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sections d-4 (expiration date) and h-4 (device mfg date) have been updated all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received with the adc device. The customer indicated that due to this, they experienced a seizure and al loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who increased the customer's seizure medication. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no issues were observed. Extracted data using approved software, sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. De-cased the sensor and no issues were observed on the pcba (printed circuit board assembly). Measured the battery and all results were within specification. Additionaly, further investigation has been conducted. The returned sensor was visually examined and no issues were found. The sensor was reprogrammed to undergo an accuracy test using the patch reader utility and evaluation module (evm), and the test was successful. The sensor was additionally scanned using the patch reader utility. The scan was used to examine the details of the sensor memory map. The data indicated that the device was in advertising mode. The bluetooth low energy (ble) advertising mode entails the transmission of periodic advertising packets on traffic channels to facilitate connections and make the sensor discoverable to the reader. It was determined that the sensor was in advertising mode at the time of termination, which coincided with the brownout. This was verified by the subsequent timestamp. The value of the fast data index timestamp was anomalous in comparison to the terminating timestamp. The visual inspection was conducted again, and no issues were identified that could have contributed to the brownout reset event. As previously indicated by the data, the brownout transpired during the advertising mode of the ble radio. This is an indication that the bluetooth radio component is faulty. Therefore, this issue is confirmed. Additional information has been updated in h11 to reflect additional investigation performed. All pertinent information available to abbott diabetes care has been submitted.